Event description:
It was reported that high impedance was seen on the patient's device on (B)(6) 2018. The output status was low due to the high impedance. The patient recently fell due to a seizure, which was believed to be the cause of the high impedance. The patient had recently had generator replacement surgery, and the post-operative impedance was within normal limits. The physician reviewed x-rays, and no lead fractures were seen. The x-rays were not provided to the manufacturer for review. No surgical intervention has occurred to date, and no further relevant information has been received to date.

Event description:
Patient underwent lead revision surgery. Troubleshooting with lead pin re-insertion was not performed. The explanted lead was discarded.